Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that no communication could be established with either the patient programmer, recharger or the clinician programmer. New batteries we installed in the patient programmer but this did not resolve the issue. When communicating with patient programmer was tried, only battery status life of 9 volt (green solid) was seen. It was reported that patient last used programmer successfully 2 weeks prior to the date of report and they were getting fine stim then. Patient wanted to shut off stim because patient's pain had intensified in the legs and patient wanted to shut off stim because it was not comfortable. Patient was in the hospital for leg amputation. It was also reported that patient had a surgery in the past where the stim was left on during the surgery resulting in emi environmental exposure. Manufacturer representative reported that they tried everything, including shutting off all electronics in patient room but were not getting any communication. Patient wanted the device explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.